Event description:
It was observed that during the device evaluation, the subject device exhibited a gap in adhesive area between z-block and distal end, and forceps elevator has foreign material or stain. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -there is a gap in adhesive area between z-block and distal end. -forceps elevator has foreign material or stain. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.